Manufacturer narrative:
(B)(4). Visual and dimensional evaluations could not be performed as no product was returned. The photographs provided confirm the device is fractured and also exhibits wear consistent with usage of device. DHR was reviewed and no discrepancies related to the reported event were found. Review of complaint history identified twenty two additional similar complaints for the reported item and one additional complaint for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. The reported lot has been in the field for approximately seven years and four months. It is unknown for how many times the device is being used. However, without the evaluation of the product a root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that part of the femoral impactor piece broke off. There was no known impact or consequence to the patient. It was reported that no further information is available.